Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10j31045 and h10h16056 with no defects noted. A batch review was conducted for potentially associated lot number h10i17037 with exception issues noted during the manufacturing process for hole in tubing. 100% inspections were performed on the affected product of h10i17037 for holes in tubing. The quality re-inspection was performed with all product requirements acceptable. The manufacturing facility determined the root cause was an equipment malfunction; readjustment actions were taken with the equipment. The corrective actions were found to be acceptable by the manufacturing facility. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6). This is a spontaneous report by a nurse from (B)(6) of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies, intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. The nurse was not sure what caused the peritonitis, however, stated the patient was being retrained for aseptic technique. It was unreported if treatment was provided. Dianeal therapies were ongoing. On (B)(6) 2011, the patient was discharged from the hospital and was recovering from the peritonitis.